Manufacturer narrative:
The initial MDR 2517506-2016-00463 was filed on november 29, 2016. Additional information (12/29/2016): a siemens headquarters support center (hsc) specialist reviewed the event. Hsc found no indication of reagent delivery or foaming issues. Maintenance was performed on the instrument for this event. The cause of the discordant, falsely depressed enzymatic creatinine results is unknown. Section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) data provided was in range. Siemens is investigating the event.

Event description:
Discordant, falsely depressed enzymatic creatinine (ecrea) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting depressed. The customer then repeated the same sample on an alternate dimension vista instrument, resulting higher. The result from the alternate dimension vista instrument was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed enzymatic creatinine results.